Manufacturer narrative:
(B)(4). Other devices used: catalog #00597206632, nexgen all poly patella, lot #62365246; catalog #42522400510, persona vivacit e articular surface, lot #62277132; manufactured at zimmer (B)(4); catalog #42500006602, persona femoral component, lot #62373781; manufactured at zimmer (B)(4). Review of primary op-notes confirms trial components were used and revealed good stability and balance throughout the range of motion with good patellar tracking. Final components were cemented into place and cured in full extension with the same results as trialing. Post-operative x-ray report indicates there was anatomic alignment of the knee and no evidence of fracture. Follow-up clinical summary dated (B)(6) 2013 indicates the patient had a steroid injection. History and physical report dated (B)(6) 2015 indicates the patient has recurrent effusions and "cutting" pain, with multiple aspirations performed. It was also noted that x-rays revealed implants solidly fixed and in excellent position. Some excess cement was visible laterally. Patient has full range of motion and no valgus or varus instability present at this time. Lab report indicates the patient tested negative for a nickel chloride allergy and titanium chloride allergy. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided. The information provided on this form was previously submitted under manufacturing report number 1822565-2015-01411.

Event description:
It is reported that the patient is experiencing pain.